Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue arrived at central processing. The arcing was not observed during the procedure. The procedure was completed robotically. The patient did not experience any injuries. There are no videos or images for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage to the distal pulleys near the yaw pulley and conductor wire interface. Material appears to have burnt off from the charring that occurred near the distal pulleys thermal damage is likely a result of the broken conductor wire at the weld. Components adjacent to the distal pulleys show thermal damage. The yaw pulley has thermal damage. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had thermal damage to the puller cover. There was no report of patient involvement.